Manufacturer narrative:
Deice evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Creases are observed. White particles were observed on the shell. Observed 40 mm dark patch edge material inside gel device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.